Event description:
The surgeon had to remove the ar40e model intraocular lens (iol) during the initial procedure. It was reported that the back haptic was most likely not swept to the side due to the technician's lack of experience with loading this particular lens. It was also reported the trailing haptic was kinked. The iol was not fully inserted in the patient¿s ocular sinister (left eye) and the lens was cut out. The incision was enlarged, unplanned sutures were needed, and an unplanned vitrectomy was performed. Sutures were used as a prophylactic measure. There was no serious patient injury. Patient prognosis post-procedure was reported as aphakia. The doctor anticipates the patient will do well once the secondary lens is placed. The suspect iol is not available for return as it was not saved. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was not saved. Therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Section h-6 health effect - impact code: 4625 - incision enlargement, sutures, vitrectomy. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.